Manufacturer narrative:
Other, other text: d4: UDI is unknown. H6: evaluation codes updated. Device evaluation: one sample was received. A visual inspection found that there was no abnormality in the appearance of the main body other than the tidal volume knob will ?rebound' away from the end stop. During the functional testing, it was found that the rotary flow valves (rfvs) on parapac plus ventilators have been found to have insufficient friction (torsional resistance), which allows the attached tubing to push or pull the tidal volume control away from maximum or minimum end-stops. The rfv assembly was replaced. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the engineer noticed, the return of the rotary valve occurred in the product. No patient injury reported. It was reported, no additional information is available.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when required.